Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturing representative reported the patient had two implantable neurostimulators (ins) turning off by themselves. The patient met with their hcp on (B)(6) 2016 to have their devices checked. The patient was currently without their patient programmer to see if that was the problem. Stimulation was also lowered since it was annoying for the patient. Interrogation of the ins found the ins turned off due to the battery being empty on (B)(6) 2016. Stimulation was restored on (B)(6) 2016. The patient typically charged to 1.7 hours every 2 days with six coupling bars. The first ins was programmed to c+, 1-, 2- at 2.5v, 210 usec, and 180 hz. Impedances were measured to be out of range on (B)(6) 2016. The following impedances were measured: c-0 = 8959, 0-1 = 9984, 0-2 = 9064, and 0-3 = 10397. Therapy impedances were measured to be 312 ohms. The patient typically charged to 1.3 hours every 1.9 days with full coupling bars. The second ins was programmed to c+, 2-, 3- at 3.5v, 210 usec, and 180 hz. Impedances were measured to be out of range on (B)(6) 2016. The following impedances were measured: c-0 = 2808, c-1 = 3624, 0-1 = 5777, 1-2 = 4402 and 1-3 = 4866 ohms. Therapy impedance was measured to be 830 ohms. The hcp decided to return the patient programmer to the patient and since then, there had been no episodes of the ins turning off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturing representative reported the patient had two implantable neurostimulators (ins) turning off by themselves. The patient met with their hcp on (B)(6) 2016 to have their devices checked. The patient was currently without their patient programmer to see if that was the problem. Stimulation was also lowered since it was annoying for the patient and caused discomfort. Interrogation of the ins found the ins turned off due to the battery being empty on (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016. Stimulation was restored on (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016. The patient typically charged to 1.7 hours every 2 days with six coupling bars. The first ins was programmed to c+, 1-, 2- at 2.5v, 210 usec, and 180 hz. Impedances were measured to be out of range on (B)(6) 2016. The following impedances were measured: c-0 = 8959, 0-1 = 9984, 0-2 = 9064, and 0-3 = 10397. Therapy impedances were measured to be 312 ohms. The patient typically charged to 1.3 hours every 1.9 days with full coupling bars. The second ins was programmed to c+, 2-, 3- at 3.5v, 210 usec, and 180 hz. Impedances were measured to be out of range on (B)(6) 2016. The following impedances were measured: c-0 = 2808, c-1 = 3624, 0-1 = 5777, 1-2 = 4402 and 1-3 = 4866 ohms. Therapy impedance was measured to be 830 ohms. The hcp decided to return the patient programmer to the patient and since then, there had been no episodes of the ins turning off.

Manufacturer narrative:
(B)(6).

Event description:
A manufacturer representative reported that the patient¿s implantable neurostimulator (ins) turned off twice. The ins was found to be off a week after implant when the ins was turned on. The patient was given a patient programmer, but they had not used it. During follow up, the ins was turned on, but after another week the ins was found turned off again. Impedances were tested and they were found to be high. High impedances were measured on the following electrode pairs: c-0, 0-1, 0-2, and 0-3. The ins was programmed to c+, 1-, 2- at 4.0v, 210 usec, and 180 hz. On (B)(6) 2016, the ins had turned off due to being depleted. The ins was able to be charged and therapy was restored. No warning messages were displayed. The cause of the event was unknown. No actions or interventions have been taken. No surgical intervention had been taken or planned. The issue was not resolved. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.